Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
This is the second of two second concerning the same patient and same surgery. It was reported a qwix drill, 159027snd would not fit into the ao drill quick release chuck. Add'l into was rec'd on (B)(6) 2013. "The customer have a de soutter multidrive which has an ao qwix release chuck and a jacobs chuck. The drill bit would not fit into the ao chuck although the 159027 did not easily. Both were marked as 2.2 mm size shank. We used the 159-025 on the jacobs chuck but it was not ideal. No patient injured or death alleged. The event did not lead to an increase of surgery time. Product will be returned."